Event description:
It was reported that the insulin pump screen would turn off and on during normal use. It was also stated that the insulin pump had a frozen screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.